Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that during the review of the system controller history log, a pump stoppage, followed by a system controller cell alarm was seen however, no alarms were displayed from the system controller during this time. The log file confirms that alarms were recorded.